Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal morphine 25 mg/ml at 3.598 mg/day via an implanted pump for non-malignant pain and multiple back operations. The empty pump alarm was occurring and was confirmed. The patient missed a refill due to a scheduling problem. The patient's dose was changed from 2.998mg/day to 3.598mg/day, but was not scheduled with a different refill date. It was noted actions taken included the hcp refilling and updating the pump. Two weeks ago the patient suddenly experienced diarrhea, itching, and headache. The empty pump alarm occurred on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.